Event description:
There was no guidewire in the insertion kit. Another kit was opened and the guidewire from this kit was used with the intra aortic balloon. (Event complications: none from the event - reported 8/12/98.) (Pt's current status: unk - reported 8/12/98.)